Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp fractured. There was no patient impact. It was reported that no further information is available.

Manufacturer narrative:
H6: proposed component (annex g) code is mechanical (g04) - provisional bottom. Visual evaluation of the returned item found it to exhibit signs of use (nicked or gouged) and the post feature has fractured off. Not all pieces were returned. Device history record was reviewed and no discrepancies related to the reported event were found. Review of complaint history identified no additional similar complaints for the reported part and lot combination. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.